Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: unknown/not provided. Expiration date and unique identifier (UDI) number: unknown/not provided. Last name: unknown/not provided. Device manufacturer date: unknown/not provided.

Event description:
It was reported that the implant was removed due to pain at the implant site.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage, however no damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured and verified to match device history record (DHR) drawing specifications no pre-existing conditions were noted on the product experience report (per). The reported devices was located on tooth #25 and was used for approximately 6 days. No pictures or x-ray images were provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to pain at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.